Event description:
It was reported that the insulin pump alarmed button error and had scrolling numbers. The customer did not know what the blood glucose reading was. Prior to the alarm, it was noted that the device had gone into the pool and had been exposed to water. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.